Event description:
I had an essure sterilization in (B)(6) 2009. In (B)(6) 2011, I had to have surgery to remove my right device and fallopian tube. The device was lodged in my womb and therefore had to have a repair to my womb. I felt better for some time, but since 2011 my health has progressively gone down hill, heavy and prolonged periods including large clots, severe pain in my lower stomach and back, and weight gain. I have just had further tests carried out in hospital which has confirmed my left device has moved to the right side of my body. I am currently awaiting my second surgery due to essure sterilization. I am in daily pain.